Event description:
It was reported that the patient developed an ICD pocket erosion and infection. The entire ICD system including the left ventricular lead was removed. The patient¿s condition was stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".